Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Cracked and chipped out on both front corners of top case cracked on right plunger case and missing portion of bottom case seal, also missing battery. Battery communication time out was found at power up. Error history log review found a battery communication time out error. The root cause of the reported issue was found to be contamination found on interconnect board. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions were taken to mitigate the reported issue: replaced interconnect board. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a bad interconnect board. No patient injury was reported.